Event description:
The MFR received info alleging water was spilled on the ventilator. The device was not in pt use.

Manufacturer narrative:
During the eval of the device at the MFR's service center, "ventilator inoperative" codes were found in the ventilator's downloaded error log. The device's blower motor and system board were replaced to address the issues. An issue related to the sensor board was observed. The device's sensor board was replaced to address the issue.